Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she started experiencing high blood glucose on (B)(6) 2015 and was hospitalized on (B)(6) 2015. Customer was treating with the insulin pump and manual injections. Blood glucose at the time of admission was over 500 mg/dl. Customer was pregnant at the time and was vomiting, had shortness of breath and constant urination. Customer stated that the doctor took her off the insulin pump since august and is currently treating with insulin pen. Blood glucose at the time of the call was 398 mg/dl. The customer declined troubleshooting and stated she is unable to remove the battery cap. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a stripped battery cap coin slot, a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.